Event description:
It was reported during the procedure the proximal part of the subject coil fractured. The device was removed and replaced with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added d4 gtin - added due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported the subject coil fractured at the proximal end. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to this complaint.

Event description:
It was reported during the procedure the proximal part of the subject coil fractured. The device was removed and replaced with no clinical consequences to the patient.